Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors which were able to clear via rewind, buttons were harder to press. Customer stated insulin pump had bad battery alarm, no delivery alarm, small crack near top of insulin pump, plastic seal near battery cap had completely broke off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.